Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the wire within the vasoview hemopro 2 jaws detached from the jaw and fell into the patient tunnel. The wire was retrieved with the jaws. No extra incision needed. Another kit was opened to successfully complete the procedure. No patient injury. The only delay was the time to open another hemopro 2 kit.